Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were five non-sustained tachycardia episodes with ventricle to ventricle intervals less than 220 milliseconds from (B)(4) 2016. There were eight hundred and seven ventricular sensing integrity counters since last session 2.8 days ago. The lead failure predictor triggered on (B)(4) 2016 for ventricular sensing integrity counters and non-sustained tachycardia episodes. The right ventricular pace impedance was steady at approximately 392 ohms through (B)(4) 2016 and rises out of range by (B)(4) 2016.

Event description:
It was reported that a lead integrity alert sounded for high impedance, noise and ventricle to ventricle intervals on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.